Event description:
It was reported that a physician attempted arteriotomy closure using the starclose device. Initially, the arteriotomy appeared to be closed; however, on testing, arterial blood appeared. A femstop device was used to achieve hemostasis. There was no pt injury. No additional info is available.

Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device was not returned; however, the lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.